Event description:
It was reported that the physician was concerned that patient's pacemaker rate was higher than at a previous visit. The caller believes the activity sensor may be too high for the patient. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.